Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6) 2010. This stent was implanted as part of the e7016 wallflex fully covered benign stricture study. According to the complainant, the patient presented with a distal biliary stricture. This stricture had been previously treated with a sphincterotomy and three plastic stents. During the (B)(6) 2010 stenting procedure, the plastic stents were removed and an additional sphincterotomy was not performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an inpatient and discharged on (B)(6) 2010. On (B)(6) 2010, the patient experienced nausea and mild abdominal pain. The patient received treatment for these complications. At this point, the complainant has not provided an update on the patient's condition. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Study source - (B)(4) wallflex fully covered benign stricture study. Since the device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.